Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 31 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that echocardiograms done on (B)(6) 2018 and (B)(6) 2018 showed localized thrombosed pericardial effusion causing tamponade, which resulted in the compression of the left atrium and the left ventricular outflow tract with severely reduced dimensions. The patient's left ventricular size appeared small, near syncope of left ventricular cavity, and the inflow cannula was seen to be in close contact with septum. Cardiovascular surgery was consulted for exploration and evacuation of pericardial tamponade and that operation was completed (B)(6) 2018.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The event is reportedly resolved. No product is available for investigation. The patient ultimately expired on (B)(6) 2018 due to respiratory failure and his outcome was captured in the heartmate 3 momentum clinical trial, reported under MFR 2916596-2019-01988. The current heartmate 3 lvas IFU lists pericardial fluid collection, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also lists thromboembolism as a potential late postimplant complication as well as providing information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.